Event description:
It was reported that a patient underwent a urology procedure on (B)(6) 2008 and a sling was implanted. The patient has experienced multiple bladder infections requiring antibiotics, urge incontinence and dyspareunia. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.